Event description:
It was reported that the bd ultra-fine¿ ii short needle insulin syringe missing label information or illegibe. The following information was provided by the initial reporter: we found 1 box- the packaging was torn. Lot number, manufacturer date and expiry date are not clear.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6 investigation summary: no samples were returned therefore the investigation was performed based on the photo(s) provided. Embecta was able to confirm the customer-indicated issue. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported that the bd ultra-fine¿ ii short needle insulin syringe missing label information or illegible. The following information was provided by the initial reporter: we found 1 box- the packaging was torn. Lot number, manufacturer date and expiry date are not clear.